Manufacturer narrative:
Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg). Reportedly, the customer administered a manual injection and bg level decreased to 156 mg/dl. The customer reported that the luer lock connection to the infusion set was crooked. The customer loaded a new cartridge, confirmed a tight luer lock connection, and resumed insulin delivery.